Event description:
The physician was attempting to deliver a complete se stent to the left side of superficial femoral artery, when the safety valve was opened the physician reported that the device opened in the popliteal artery instead. The physician removed the device. Evaluation summary: the stent was returned off the delivery system. A number of segments were slightly stretched and deformed. The slider handle was partially retracted with a portion of polyimide inner exposed. The red safety tab was not present.

Manufacturer narrative:
Evaluation, results: (root cause could not be determined). Unapproved use of the device (device intended for use in the iliac arteries). (B)(4).